Event description:
Further information was received, indicating that the generator was not implanted in a patient but only used for training.

Event description:
During an internal review of programming and diagnostic data, it was found that the vns patient's device was tested on (B)(6) 2014 and system diagnostic results revealed high impedance (dcdc -7). The patient's device was tested again on (B)(6) 2014 and system diagnostic results continued to show high impedance. Review of the available diagnostics history found that diagnostics returned normal impedance results through (B)(6) 2009. No patient adverse events were reported. No known surgical interventions have occurred to date.